Event description:
Additional information indicated that the reason for surgery on (B)(6) 2012 was that the patient was not getting stimulation in the right leg.

Event description:
It was reported that the patient had a lead revision approximately one year prior to the report. Additional information was requested, but was not available as of the date of this report. See manufacturing report #3004209178-2012-12017 for related event. The patient had had "shocking" sensations since the lead revision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).